Event description:
It was reported the colonovideoscope experienced error e315 during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported e315 non-compatible scope connection error was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226 scope communication error, universal cord was sticky and the image was not displayed. Based on the results of the investigation, a definitive root cause could not be identified for the reported e315 non-compatible scope connection error as it was not confirmed that there was a problem with the device. Additionally, the likely cause of the sticky universal cord could not be established. However, the cause of the e226 scope communication error and the no image was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.